Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07399 and 1627487-2015-07400. It was reported the patient had skin erosion and an infection at the lead/extension site. As a result, the patient's system was explanted. Follow-up reveals the patient is healing very well.

Manufacturer narrative:
(B)(4). Evaluation codes: method the device history and sterilization records were reviewed. Results the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).